Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 2 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The hp disconnected during therapy and did not press stop and did not cap the patient line. The call script indicates that the hp reconnected to the patient line. Global product surveillance contacted hp on (B)(6) 2012 regarding the reported problem. The hp stated that the problem was that he disconnected from the line and reconnected. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) disconnected during therapy and did not press stop and did not cap the patient line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error-patient disconnected.